Event description:
It was reported that the right ventricular lead exhibited high impedance, low r waves and poor capture thresholds. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.